Event description:
It was reported that approx one week after commencing use of an appliance fashioned using essix c+ plastic material, the pt developed a "deep ulcer-like sore" in the mouth; several days later, sores developed on the inside of the cheeks, gums, lips, and tongue. As a result, the pt was administered oral antibiotics. Also, during the initial visit, the treating clinician diagnosed the pt with a viral infection.

Manufacturer narrative:
While it appears that the reported symptoms are not likely the result of an allergic reaction to the appliance, considering the viral infection diagnosis, allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Considering this, the fact that oral antibiotics were administered, and previous reports of allergic reactions involving this material, dentsply has decided to report this event. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.